Manufacturer narrative:
A follow up report will be filed upon receipt of the instrument and completion of the investigation.

Event description:
International affiliate reports that returned loan kit inspection found a pin on the distal tip of the x-mesh inserter/expander had broken off from the instrument. It is not known when or where tip breakage occurred.

Manufacturer narrative:
Visual inspection of the x-mesh inserter/expander noted that the pin on the tip of the arm sub assembly was broken off. No other visual anomalies were noted during the inspection. Review of the device history record found no discrepancies. A review of the complaint trend analysis found no related complaints for this production lot. Although no definitive conclusions can be made, examination of the returned instrument by quality engineering has determined that the most likely cause of the tip breakage was an unanticipated impact force, resulting in tip separation. In the absence of an identified device manufacturing/release issue or an observed trend, this complaint will be closed with no further action required.